Event description:
The customer reported that the unit was not detecting the battery.

Manufacturer narrative:
The customer reported that the unit was not detecting the battery. The unit was evaluated at phillips, but the symptom could not be duplicated. Based on the customer's report, we will consider this failure an intermittent malfunction. We cannot determine the cause since we could no reproduce the symptom.